Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the procedure was being performed on a female patient in the operating room. The physician performed a declot procedure in the patient's lower leg graft. At the end of the procedure, the patient complained of shortness of breath. There was a potential pulmonary embolus and the patient was intubated. There was no delay in treatment and no patient death was reported. The physician did not specify which vessel in the patient's lower leg this involved. The patient is no longer intubated but is still in the hospital. The physician said she is a very sick patient.